Event description:
Abbott diabetes care received a medwatch report in which the customer reported the adc device provided lower readings compared to a competitor brand device. Details of the user report are as follows: "it worked well until this week, when my sugar was dropping to 70, 60, and below. This has never happened before. While waiting for a call back from my doctor, I decided to check the level using the contour finger stick. It reported a level 40 points higher than the libre. This was consistent throughout the afternoon". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria. However, it was submitted to FDA as the complaint was received via user report. If device serial number is known, this issue may require a DHR review if criteria is met as per adcs established process and procedures. If the device serial number is unknown, or if criteria is not met for known serial number, no further activities are required, and this case can be closed with no further meg activities required. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.